Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. D4: batch#: 179d42. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received fully fired with no apparent damage. In addition, a tyvek of gst45w was received along with the device. A battery pack was returned. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be slightly jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number: 179d42, and no non-conformance's were identified. Additional information was requested and the following was obtained: could you please tell us the surgical procedure and the part where the product was used in this case? Vats, pulmonary blood vessels. Was there any discomfort/abnormalities in the function when using the product (e.g., a strange noise, jaw opening and closing, articulation, etc.) No, there was not. Please tell us the shape of the staple. (E.g., u-shaped, earthworm-shaped, etc.) The u-shaped shape slightly bent. Was there any bleeding or tissue damage when this event occurred? There was a little bleeding. The separation was not completed. Was there any change in the surgical procedure when suturing and ligating (e.g., adding a port hole, extending the incision, etc.)? No, there was not. Are there any problems with the patient's condition after surgery? The patient is stable.

Event description:
It was reported that during an unknown surgery, the device could not cut the tissue. The device could be fired after grasping the blood vessel. The staple was malformed, but the staples were attached. The sled was progressed to the front. There is a possibility of lockout. Suture ligation was performed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? => unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? => unk. Or, did the device fully fire and stop during the automatic knife return? => unk. Was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? => unk. If yes, did the jaws eventually open? => unk.